Event description:
On date (B)(6) 2012, intuitive surgical received uf/importer report # (B)(4) from the FDA. The event details are provided below: "during robotic hysterectomy, no one was present at console to activate power resource to activate pedal. However, upon advancing instruments there was smoke and a burn spot on the bipolar cautery instrument. There was also a burn on the pt's uterus. The robotic unit had instigated the electrical without anyone telling the panel to. The pt was having a hysterectomy so she was not harmed."

Manufacturer narrative:
The instrument has not been returned for eval, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering eval) or if add'l info is received. On (B)(4), 2012 intuitive surgical contacted (B)(6) the (B)(6) at (B)(6) hosp in (B)(6), and she indicated that during the da vinci si hysterectomy procedure the surgical staff inadvertently connected the cautery cable into the incorrect receptible on the electrical surgical unit (esu) being used during the surgical procedure. Ellen indicated that a connector was used in conjunction with the cautery cable. (B)(6) indicated that there was no malfunction of the da vinci system, instrument or accessories that caused the reported event. (B)(6) indicated that the planned surgical procedure was completed using the da vinci si surgical system and the pt has not returned to the hosp due to any post surgical complication as a result of the reported event.